Event description:
It was reported that revision surgery was performed due to pain and elevated metal ion levels.

Event description:
It was reported that revision surgery was performed due to probable edge loading of the devices and metallosis.